Event description:
It was reported the customer received a motor error alarm. Customer also reported the alarm occurred after receiving a no delivery alarm. Customer's blood glucose was unknown at the time of the call. It was also reported the customer had a low blood glucose event. Their blood glucose declined to 16 mg/dl. Customer was able to treat their blood glucose. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer also reported exposing their insulin pump to a magnetic resonance imaging machine and airport scanners in the past. Customer also had inaccurate readings with their sensor glucose and blood glucose. It was found the threshold suspend feature was activated from the inaccurate readings. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty forces sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.